Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that (4) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the administration port seal. The leaks were discovered during the checking process at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6, h10. H4: lot manufactured between july 17, 2020 to july 18, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.